Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2017, that on (B)(6) 2017, the patient experienced a transmitter failed error on their smart device. Data was available for evaluation. The transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery that lead to a transmitter failure. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. The probable cause was determined to be a low transmitter battery.